Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840005545, 510k #k091974 and (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterolateral spinal fusion at l3. Post op, the screw loosened. During the revision surgery for removing the loosened screw of l3, the screw head was abnormally clogged. The surgeon felt something wrong with it and tried to turn the screw head with pliers but he could not. Later on the screw was explanted completely. No patient complication was reported.

Manufacturer narrative:
Foregoing event description appears to describe set screw back-out. Associated set screw not returned for analysis. Functional evaluation found a sample set screw able to be fully engaged into the mas head. Visual examination did not identify mas thread damage. Microscopic examination of the mas crown identified witness marks consistent with full seating of the rod at final tightening of the set screw. Functional evaluation of the returned implants confirmed mas head locked in position as received. Design intent and proper function of mas heads are to lock in place at final tightening. Per the event description, the event took place after final tightening of the set screws. Unable to determine root cause from the available information. If information is provided in the future, a supplemental report will be issued.